Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue.

Event description:
It was reported the 2.75x12 mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance in the patient anatomy. However, the bdc failed to inflate, a leak was not noted. The nc trek rx bdc was removed and another nc trek rx bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.